Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that all contacts of the left lead showed out-of-range (oor)/high impedance failure. The patient was reprogrammed to unilateral stimulation while waiting to be scheduled for revision surgery to replace the left lead. There was no report of patient harm or injury. The patient underwent a surgical procedure, and the left lead was replaced without complication.

Manufacturer narrative:
Mml # (B)(4). The lead was received for evaluation. The alleged out-of-range on the lead was confirmed. A visual inspection was performed and pull damage and slight kinks were observed at the electrode end. A closer inspection of the electrode end under a microscope revealed rounded, fractured coils across all coils. Functional testing failed due to the fractured coils observed at the electrode end. Updated b5 and h6.

Event description:
It was reported that all contacts of the left lead showed out-of-range (oor)/high impedance failure. The patient was reprogrammed to unilateral stimulation while waiting to be scheduled for revision surgery to replace the left lead. There was no report of patient harm or injury. The patient underwent a surgical procedure. The left lead was removed completely, and a new lead was implanted without complication.